Event description:
It was reported the pt had a device implanted which totally relieved her incontinence but caused her ongoing "chronic perineal region pain". The pt's device was turned off for "several days," yet this did not relieve the pain. The pt's lead was revised, with no improvement in pain. The pt refused to have the device removed" due to the dramatic effect it had on her continence ", and was reportedly referred to a pain specialist. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).